Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, the patient's blood glucose level rose to 250 mg/dl while wearing the pod between 25 and 36 hours. It was reported the cannula may not have been properly seated in the pod infusion site (arm). Additionally, leaking from the pod site was reported. To treat the issue, a new pod was applied.